Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose was 413. Customer reported that issues with pump/readings on sensors are off at times 30pts different at times history meter was high than the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed displacement test and self-test. Unit received with cracked retainer, scratched case, fading serial number label, pillowing keypad overlay, and minor scratched lcd window. Unit communicated properly with a test guardian 2 link and the glucose sensor simulator. The sensor feature functions properly. No sensor calibration anomaly noted. No insulin pump history or alarm history anomaly noted.